Event description:
In 2007, the lay-user/patient contacted lifescan at 2:15 pm (pst) alleging that a one touch fasttake meter would not turn on. The patient indicated that the alleged meter issue started at 4:30 pm (est). After the meter issue started, the patient reportedly developed symptoms of shakiness. The patient did not take any actions related to diabetes treatment as a result of the alleged meter issue and was not tested on another device. During troubleshooting, the patient was able to turn the on without any issues. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the meter would not turn on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.